Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Pm maintenance and cleaning required at this time. The device history record exceeds its expected life of 7 years. The complaint was unconfirmed. Root cause for event was unknown. Most probable root causes outlined in the risk management file: worn/degraded device (wear and tear); incorrectly assembled device; device out of specification / calibration; improperly tested/inspected device; improper technique used during procedure; inadequately maintained device used for procedure; off-label use of device during procedure (user error); device used with incorrect/unauthorized devices/accessories for procedure; improper maintenance.

Event description:
N/a.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 and (B)(6) 2019 indicating that the event happened to a male patient in his late twenties. The patient appeared unharmed throughout the surgery.there was no adverse consequence noted due to the surgery delay. The a1018 swivel adapter and a2101 base unit were also used during the surgery when the incident occurred.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a1108 mayfield triad skull clamp slipped during a revision of posterior fossa craniotomy and microsurgical resection of tumor with neuronavigation on (B)(6) 2019. The patient was positioned prone, in reverse tredelenburg, head on mayfield (mayfield arm attached to the outside of head clamp), upper body on gel bolsters, left arm tucked with egg crates, right arm on a padded arm board above patient's head. The patient's upper body was secured with adhesive surgical tape (hockey tape) and lower body was secured with bed strap. During head positioning, the mayfield was tightened by a perioperative assistant and it was secured. Incision time at 09:46. At 09:50, patient's head suddenly moved down while secured in the mayfield headrest. The suboccipital muscle was exposed and shallow gelpis were retracting the incision. The anesthesiologist examined the patient's head position under the drapes and the patient's teeth at this time was now resting on the metal frame (adapter for mayfield) of the operating table. Peri-operative assistants immediately called into the room to assist. Surgeon packed open incision with gentamycin soaked gauze and covered the packed incision with large sterile tegaderm. Sterile field drapes were cut by the surgeon, preserving sterility of the incision. Surgeon unscrubbed to also assess patient position. Mayfield was still attached to patient's head- no laceration to patient's scalp. The mayfield frame appeared secured. Per surgeon's request, peri-operative assistants helped re-position the patient by detaching the arm of the mayfield and attaching it from the outside to the inside position on the head clamp and ensured the entire mayfield headrest was secured. The operating room team then readjusted the patient's position on the bolsters and boosted the patient towards the head of the bed. Anesthesiologist assessed the patient's mouth and the teeth and lip appeared to be in the same condition as preoperatively. The surgeon re-adjusted neuronavigation and donned sterile gloves to remove the leftover sterile drape and the tegaderm on surgical site. Circulating nurse re-prepped around the surgical site and along the incision line but not in the surgical site. New drapes, monopolar, bipolar cautery and suction tubing were replaced. Surgery resumed at 10:53. The procedure was delayed for an 1 hour and 3 minutes however no patient injury was noted.